Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter at least partially advanced over the guide wire. The balloon was tightly folded. The inner member was slightly smashed at the distal end of the distal marker. There was an indentation in the distal end of the tip. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned, therefore, it is unknown how it may have contributed to the reported complaint. A new .014 inch guide wire was back loaded through the guide wire lumen with the balloon catheter straight and then looped twice with no resistance noted. The guide wire was removed from the balloon catheter with no resistance noted. As the smashed inner member and indentation in the tip were not reported with the case information or noted during the inspection prior to use; it is possible the damage occurred due to handling during the attempt to advance the catheter over the guide wire. Additionally, as the catheter was able to advance over a new guide wire with no resistance noted, it is unlikely the noted damage contributed to the reported complaint. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficult to position/remove the guide wire or collapse inner member for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties with the guide wire were unable to be verified and there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that as the otw mini trek catheter was being advanced over a pilot 50 guide wire to a lesion in an unspecified coronary artery, the catheter became stuck on the wire and could move neither forward nor backward. The guide wire and dilatation catheter were removed together as a single unit. There was no adverse patient effect. After the devices were removed the two were separated with some difficulty and the guide wire was discarded. The reporter alleged the issue was with the mini trek and not the guide wire. Though requested no additional information was provided.